Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's mother that the customer's transmitter was not working properly. After troubleshooting, the transmitter was blinking properly. Also, customer's mother mentioned customer has had two seizures in the last weeks, she is a brittle diabetic. The customer encountered low blood glucose. Her first seizure was after the glucagon and blood glucose was 90mg/dl. The customer was unable to get a good reading. The customer was in the bus, when the paramedics were contacted and treated with glucagon shot.